Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the pump fully depleted from 60% in one day and subsequently shut off. Customer reported blood glucose (bg) level was 340 (mg/dl) with small ketones and a manual injection was delivered to address bg level. Following the shutdown, a cartridge alarm (cartridge alarm 19) occurred during the load process. The contact stated that a cartridge was able to be loaded onto the pump. In addition, the contact reported the customer experienced a low bg level that day (68mg/dl) from the customer being active and running around all day. Juice and a cookie were consumed to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.